Event description:
A malfunction alarm was reported, specifically malfunction code 12, which was resettable. There was no adverse impact to the customer's blood glucose level, as the bg did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any further malfunction codes appeared.